Event description:
Our affiliate is reporting to us that a patient had a rotator cuff repair on (B) (6) 2010 with the use of a versalok anchor for fixation. Subsequent to this procedure, it was somehow discerned that the anchor broke/pulled out. The patient underwent a re-surgery on (B) (6) 2010. This is all of the information that is at this time available; further details coming.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.